Event description:
It was reported that a patient had an initial right reverse total shoulder arthroplasty performed, which was revised 4 days later due to dissociation. Subsequently, the patient is now being considered for a patient matched implant due to unknown reasons.

Manufacturer narrative:
(B)(4). G2: foreign - australia. D10: medical product: item: ep-115395, lot: 093300, item number: e1 44-36 rtnv, +3 hmrl brg, item: 115310, lot: 045290, item number: comp rvrs, shldr glnsp std 36mm, item: 115370, lot: 795950, item number: comp rvs tray, co 44mm, item: 113629, lot: 491120, item number: comp primary, stem, 9mm mini, item: 115397, lot: 478340, item number: comp rvs, cntrl 6.5x35mm st/rst, item: 180553, lot: 420680, item number: comp lk scr, 3.5hex, 4.75x30 st, item: 180553, lot: 420680, item number: comp lk scr, 3.5hex, 4.75x30 st, item: 180554, lot: 330090, item number: comp lk scr, 3.5hex 4.75x35 st, item: 180554, lot: 146450, item number: comp lk scr, 3.5hex 4.75x35 st. The customer has indicated that the product will not be returned to zimmer biomet for investigation as product is still implanted on the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. H10: related report #s: 0001825034-2025-00722, 0001825034-2025-00724, 0001825034-2025-00723, 0001825034-2025-00726, 0001825034-2025-00727, 0001825034-2025-00725, 0001825034-2025-00728, 0001825034-2025-00730, 0001825034-2025-00729, 0001825034-2025-00731. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/or anomalies. It cannot be determined with the provided information if the event is related to the recall/ncrs on baseplates. Nursing timeline reviewed information provided and identified the following: pmi request received, pending revision due to unknown reason. The rep response states that the patient was booked for a revision approximately 2 years ago (unknown if this is referring to knee or shoulder prosthesis). Medical records were not provided. A definitive root cause cannot be determined. Both baseplates/taper adapters are a part of a bet recall. The reason for this revision is unknown, and therefore, cannot be determined if the reported event is related to the deviations/recall the reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.